Event description:
(B)(4). At insertion dr had hard time, severe pain, one was not blocked, cyst , dizzy, cramps, muscle damage, pain full sex, bacterial infections, numbness, sob, fatigue, digestive issues.